Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer reported that blood glucose was in the low 200's mg/dl woke up one morning and was in the 500's mg/dl. Customer declined high blood glucose and insulin flow blocked alarm troubleshooting. The insulin pump will not be returned for analysis.